Event description:
We received an allegation of questionable inr results for 1 patient with a coaguchek inrange meter serial number (B)(4). On (B)(6) 2022 at 9:29 a.m., the patient had a meter result of 4.8 inr. On (B)(6) 2022 at 9:32 a.m., the patient had a meter result of 3.3 inr. The patient's therapeutic range is 2.5 - 3.0 inr with a target of 2.8 inr. The patient's testing frequency is weekly.

Manufacturer narrative:
Occupation is patient/consumer. The meter and strips were requested for investigation. Replacement product was sent. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hematocrit = 41 %. Donor 2 hematocrit = 45 %. Measurements performed with customer meter and master lot: donor 1 = 2.3 inr. Donor 2 = 3.8 inr. Measurements performed with customer meter and customer test strips: donor 1 = 2.2 inr. Donor 2 = 3.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.